Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting pain relief. The patient underwent a revision procedure wherein everything was replaced. The patient was doing well postoperatively.